Event description:
I began having severe hives all over my body with no trigger. I've been working with an allergist since then, and there is nothing external or that they can find that I am allergic to or anything to cause these hives. FDA safety report ID # (B)(4).